Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not determined yet. However, the customer was advised that the extended I-time could be caused by an inspiratory leak, and he stated that he will call back if he requires any further assistance with the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that when the laptop 1150 ventilator I-time was set to 1.0 seconds but was giving more like 3.0 seconds before triggering a high pressure alarm. The reported issue happened during ovp (operational verification procedure).the customer confirmed that there was no patient involvement associated with the reported event.